Event description:
It was reported that the patient is experiencing some soreness in his left hip. Patient is also reporting that the soreness started six months ago. Patient is scheduled for an upcoming appointment with his physician.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.